Manufacturer narrative:
Recall class ii as per information of (B)(6) 2023 and therewith classified as reportable.

Event description:
Dr. (B)(6) was in a surgery on (B)(6) 2023 and had augments that were packaged with the screws assembled from the incorrect side. Screws were removed and put into other side and augments were implanted. No consequence to the patient. [Customer].